Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.

Manufacturer narrative:
Patient weight is unavailable from the user facility. Device lot number and UDI are unavailable; user disposed of the device. Initial reporter phone number field not sufficient to hold all digits. Should read: (B)(6). Device manufacture date is dependent on the lot number, thus is unavailable.

Event description:
It was reported that during a lead extraction procedure with a spectranetics lead locking device, the lead perforated the atrial appendage of the patient. The surgeon performed a sternotomy and repaired the tear. The lld was not alleged to be the cause of the reported event. The patient required additional hospitalization because of this event, although the outcome was otherwise good.